Event description:
This spontaneous report was received on (B)(4)-2012, from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to penicillin and tetracycline derivatives. The concomitant medication included introvale (levonorgestrel and ethinyl estradiol), once daily for six months for birth control. On (B)(6)-2012, the consumer used o.b non-applicator tampons, one tampon, once, vaginally for menstruation (lot number and expiration date unspecified). On the same day, she noticed that the tampon got stuck inside her vagina because it did not have a string. On the next day, she visited a local urgent care where the tampon was removed. The consumer continued to use the device. The report was assessed as serious (requiring intervention). The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The consumer was allergic to penicillin and tetracycline derivatives. The concomitant medication included introvale (levonorgestrel and ethinyl estradiol), once daily for six months for birth control. On (B)(6) 2012, the consumer used o.b non-applicator tampons, one tampon, once, vaginally for menstruation (lot number and expiration date unspecified). On the same day, she noticed that the tampon got stuck inside her vagina because it did not have a string. On the next day, she visited a local urgent care where the tampon was removed. The consumer continued to use the device. The report was assessed as serious (requiring intervention). The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. No product was returned and no valid lot number was provided. Due to the unavailability of the sample, the alleged defect could not be confirmed. Without valid lot number, a manufacturing and packaging batch record review and retain sample inspection could not be dome. A review of the complaint data associated with this complaint found no adverse trends. Based on the investigation results, no assignable root cause was identified. There was no evidence to support that the device failed to meet specifications. Complaint trends will continue to be monitored. This report remains serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.